Event description:
On (B)(6) 2012, t2 tibia extraction operation was performed. The pt was in an accident which caused the nail to bend. The screws had bent too. Surgeon tried to extract the nail, but bent nail was not extracted easily. Surgeon opened the wound greatly, exposed nail, and shaved the broken nail by diamond bar. While shaving nail spars were intense (it blew up 1 m or more) and pt was burnt.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Associated devices: 1896-5060s locking screw, fully threaded t2 tibia 5x60 mm lot# k176272; 1896-5050s locking screw, fully threaded t2 tibia 5x50 mm lot# k197909; 1896-5045s locking screw, fully threaded t2 tibia 5x45 mm lot# k208701; 1896-5040s locking screw, fully threaded t2 tibia 5x40 mm lot# k208710; 1823-0010s end cap t2 tibia 8, +10mm lot# k235535.